Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cutter of the ophthalmic machine stopped working. Patient and procedure details were not reported. Patient impact was not reported. Additional information was requested.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported cutting issue. The pneumatic module was subsequently replaced to address this issue. The system messages (sms) reported were not able to be confirmed (via event log review). The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported ¿cutting¿ event is attributed to a nonconforming pneumatics module. The reported sms were not confirmed (via event log review). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in section h.11. Upon further review, the FDA product problem code ¿output problem-a09¿ has been retracted from the file, as this event does not pertain to the ophthalmic system." The manufacturer internal reference number is: (B)(4).

Event description:
Additional information confirmed that the event occurred during trans pars plana vitrectomy, laser, general fluid exchange surgery. System exhibited infusion prime failed, infusion chamber overflow error, ejecting the cassette was not allowed while priming, failure to turn lamp on. Surgery was completed by changing the machine. No patient harm was reported.

Manufacturer narrative:
Additional information is provided in sections b.3, b.5, d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event(s). To address the issue, the nonconforming pneumatic module was replaced. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to a nonconforming pneumatic module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).